Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing came apart from the hard plastic spot and the infusion set fell out while she was sleeping. No further information available.